Event description:
It was reported the scope had an air leak. The issue was found during reprocessing. Device inspection found the channel mount (biopsy port) was deformed. There was no patient involvement in this reported event.

Manufacturer narrative:
Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device found a leak in the insertion part bending section a-rubber. Additionally, as noted in section b5, the device biopsy port was found to be deformed, damaged. Based on investigation results, the root cause of the issue cannot be conclusively identified. The probable cause based on reasonably known information was due to physical stress, wear, handling issue. Olympus will continue to monitor field performance for this device.